Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06907, related manufacturer reference number: 2017865-2021-06908. It was reported that the patient presented in clinic for a follow-up. It was revealed that the patient had an infection. Additionally, one of the leads had eroded through the skin. It is unknown which lead eroded through the skin. The devices were removed. The patient had no adverse consequences.

Manufacturer narrative:
The event of adverse event without identified device or use problem was not confirmed. The device was received in backup mode, consistent with low temperature exposure after the device was explanted. Product code was reloaded to recover device from back-up mode. Electrical and mechanical tests. Longevity assessment found the device was operating at normal voltage level with appropriate remaining longevity. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The product was returned for analysis, and the visual inspection was normal. The cause of the reported incident could not be conclusively determined.